Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range (oor) low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.